Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results in comparison to the laboratory results. Results as follows: date (B)(6) 2013, inratio inr 4.6, laboratory inr 2.1; date (B)(6) 2013, inratio inr 4.8, laboratory inr 2.2. The time between inratio and laboratory testing was fifteen minutes. Therapeutic range 3.0 - 3.5 for pt. There was no reported adverse pt sequela. There was no add'l info provided.